Event description:
Blood glucose incorrect; use dexcom g6 diabetic blood glucose monitor. Began dexcom g6 (B)(6) 2020. Reading was 65 mg/dl at 8:59pm. Reading jumped to 101 9:01pm. Later confirmed 101 reading with finger stick reading. The sensors expire after 10 days, this sensor had approx 12 hours remaining. All dexcom does when I report a problem is to send me a replacement.